Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned. A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported elevation in ldh could not be conclusively established through this evaluation. The submitted log file, which contains data from 03apr2018 03:30:53 pm through 24may2018 10:13:39 am, revealed that system functioned as intended above the low speed limit with no atypical alarms. No adverse events were noted in the data. The account reported that the patient¿s ldh slightly increased to 607 u/l and that the patient also complained of tea colored urine occasionally. It was reported by clinical that there were no other signs or symptoms of thrombus. No further tests were performed as a part of the patient¿s evaluation. The patient was on coumadin, asa, and persantine. The plan of care was to continue to follow the patient closely in the clinic. The patient remains ongoing on (B)(4) and no further related issues have been reported at this time. The heartmate ii lvas instruction for use lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document provides information regarding anticoagulation therapy and the recommended inr range. This IFU also outlines all pump parameters. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications.

Manufacturer narrative:
Approximate age of device: 1 year, 3 months. The patient remains on lvad support with no issue reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient presented with ldh of 607 mg/dl and complain of tea colored urine occasionally. The submitted log file was reviewed by the manufacturer¿s technical service representative and there was no unusual event observed. The patient¿s lvad support was operating as expected. Additional information was requested, but was not provided.